Manufacturer narrative:
The mammotome ex probe is a sterile, single patient use instrument that may be used with imaging guidance, such as ultrasound, to excise a diagnostic sample of diagnosis. The device has not been returned for investigation. No adverse event occurred with the usage of this product. Due to the open package that can potentially affect sterility, we consider this event to be a product malfunction that if it were to recur, has the potential to cause or contribute to a serious injury.

Event description:
Devicor medical products inc. Received a complaint from affiliate, devicor medical device (B)(4), ltd., stating, needle packaging has break in sterile seal. Needle has not been opened and used. This has been documented in our complaint system as record (B)(4).